Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the suction cylinder was unable to be further specified. Moreover, no deformation of the suction cylinder was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. The following instruction manual also shows how to prevent the event. Operation manual_ insertion_ air/water feeding and suction_ suction warning: avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve and remove solid matter or thick fluids. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation (blocked channel) was confirmed. Additionally, the device evaluation found the labelling peeling, the brush was unable to pass from the suction cylinder to the grip, the angulation knobs had loose controls, the distal end had scratches, the objective lens was chipped, the adhesive around the light guide lens was peeling, the adhesive on the protective coating of the bending portion of the device was cracked, the insertion tube had scratches, there was insufficient suction functions, and the light guide tube had scratches. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope had an internal channel that was blocked. The issue was found during reprocessing. Inspection and testing of the returned device found foreign materials in the suction cylinder of the device. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.